Event description:
It was reported that the patient received inappropriate therapy due to possible supra ventricular tachycardia (svt) with rapid ventricular response. The patient was in atrial fibrillation (af) at the time of the shocks. After the initial shock, there was t-wave oversensing (twos) noted on the right ventricular (rv) lead which resulted in redetection and additional therapy. The implantable cardioverter defibrillator (ICD) and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).